Manufacturer narrative:
Results: the vacuum gauge was out of specification at maximum and minimum vacuum. Conclusions: evaluation of the returned penumbra system aspiration pump max 110v (pump max) confirmed that the vacuum gauge was out of specification. The root cause of this complaint cannot be determined. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician noticed that the reading on the pump max gauge sits at -5 inhg and no longer goes back to zero when turned off or unplugged. When the pump max is turned on and the tubing flow switch is set to off, the pump max gauge reads well passed the max reading of 30 inhg. The physician swapped out the pump max with a new pump max and successfully completed the procedure. There was no adverse effect to the patient.